Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were discrepancies between the sensor glucose and blood glucose readings that caused the insulin pump to unnecessarily activate the threshold suspend feature. The patient's sensor glucose at the time of the pump suspending was 70 mg/dl; however, the blood glucose reading was 364 mg/dl. Troubleshooting could not be initiated for the suspend issue since the customer was at work and stated that she will call back afterwards. No products were returned or shipped.